Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 207 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.